Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer would open but pocket 4 does not open after several attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 4 was double-clicking and one pocket could not be released. A field service engineer (fse) inspected the drawer using the hardware test application (hta) and subsequently replaced the position sensor and the cubie tray. After completing these replacements, the fse ran a final test in hta, which passed successfully. The system functioned as intended after the field service engineer repaired the device.